Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device rebooted and initiated an operating system update. Customer reported that cervical epidural block was the name of the procedure and fentanyl, propofol, and versed were the required medication. Customer reported that the required medication was retrieved from a separate device. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A field service engineer remotely accessed the device and observed the device was operational after pending system updates were installed. A technical support specialist remotely evaluated the device's log files and determined that an unexpected loss of power event caused the device to reboot and triggered the installation process for the pending system updates. A field service engineer was dispatched to replace the device's internal battery. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device rebooted and initiated an operating system update. Customer reported that cervical epidural block was the name of the procedure and fentanyl, propofol, and versed were the required medication. Customer reported that the required medication was retrieved from a separate device. There was no reported patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-dec-2020 to 27- dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unexpected shutdown was due to a power loss, causing a reboot and system update. They verified that all windows patches were downloaded and pending installation. The assembly battery pack in the enhanced drawer was replaced, and proper voltage was confirmed using hta. The battery replacement was done by fst dispatch, and tsc monitored for further issues. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system was unexpectedly stopped responding during a procedure. The device was rebooted and initiated an operating system update. The procedure was a cervical epidural block and that the required medications were fentanyl, propofol, and versed. This malfunction caused a delay in therapy. The customer also reported that the required medications retrieved from a separate device. There were no adverse events or injuries reported based on this event.